Event description:
The hcp reported that the patient's spasticity has not been controlled since the device implant. At implant the pump was programmed to deliver 74 ug/day of baclofen (500 ug/ml). Two months after implant the dose was increased to 100 ug/day because of uncontrolled spasticity. It was reported that when the patient went in for a refill three months after implant the hcp withdrew 39 mls of drug when the pump was initially filled with 40 mls at implant. A roller study was conducted and rollers were found to be turning properly. A catheter dye study was aborted because the hcp was not able to aspirate thought the catheter access port. The hcp was scheduled the patient for a catheter revision. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.